Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This device is not cleared for distribution in the united states; however, zimmer biomet in warsaw, in manufactures a similar device under 510k number k101336 there are warnings in the package insert that these types of events can occur. Under number 8 adverse reactions, it states, "an unsuitable choice, incorrect positioning, poor alignment or incorrect fixation of the cup may result in excessive stresses on the insert, which can reduce the life expectancy of the prosthesis." Product location unknown.

Event description:
Patient was revised for dislocation approximately 3 months post-implantation. Malpositioned components and patient's obesity were reported as contributing factors.